Event description:
Patient reported a right side "seroma fluid" and exchange of textured device due to patient's concern with product. Healthcare professional later confirmed a right side exchange from textured to smooth implant due to the patients concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Additional observations: observed 1 opening assessed as surgical damage. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported a right side "seroma fluid" and exchange of textured device due to patient's concern with product. Healthcare professional later confirmed a right side exchange from textured to smooth implant due to the patients concern with the product. Device has been explanted.